Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting knife was missing about 2 mm to the specification. The fracture surface of the cutting knife showed that it was melted and fractured. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the temperature of the cutting knife increased and stiffness of the knife weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the knife was broken off when the knife was subjected to a load during user handling. It was also known that an electric discharge occurred due to the following reasons; the electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The activation time was too long. The contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; observe the following warnings to supply optimum energy according to the situations of the incised tissue. Otherwise, there is a risk of perforation or bleeding caused during or after the procedure. Be sure to follow up the prognosis after procedure to confirm that there is no irregularity with the patient. Also, if the temperature of the cutting knife increases suddenly, it may drop and cause mucous membrane damage. Do not set the output value of the electrosurgical unit too high or too low. Do not use this instrument and a cord with an output higher than the rated high-frequency voltage given in the tables in section 8.2, ¿specifications¿. When a high-voltage waveform has to be used, minimize the duration of current application. Do not allow the activation time to be too long or too short. Do not give a continuous cut to the tissue.

Event description:
During an endoscopic submucosal dissection (esd), the subject device was used. The cutting knife of the subject device stuck in the sheath. There was no patient injury reported. No further information was provided. On december 4, olympus medical systems corp. (Omsc) found that the cutting knife of the subject device was partially missing. This is the report regarding the missing of the cutting knife.